Manufacturer narrative:
Result: damaged foot-end power coil cord sheathing. Damaged motion interrupt pan.

Event description:
It was reported by service report that the foot-end lift motor was stuck all the way down and the fowler all the way up. The bed has no power, and the motion interrupt pan was damaged. It is unknown if there was patient involvement or adverse consequences to report.